Manufacturer narrative:
Pr (B)(4) - supplemental MDR - foreign matter. One photo of a 5 ml luer lock syringe was received and reviewed. Upon photo evaluation, dark-colored foreign material was observed outside the fluid path, specifically around the barrel and syringe tip. The condition is non-conforming per product specifications. A physical sample is required for a more detailed evaluation and to identify the nature of the observed foreign material. The potential root cause is associated with either the assembly or packaging process. Furthermore, a device history record review was completed for provided lot number 5023092. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll sp125 had foreign matter. The following information was provided by the initial reporter: verbatim: sealed package has brown substance inside.